Event description:
A nurse reported that during a cataract procedure, a radial tear occurred in the anterior capsule of a pt's left eye immediately after the capsule was punctured with the cystitome. The tear extended to the posterior capsule during the I/a (irrigation/aspiration) step of the surgery. Consequently, the planned pc iol (posterior chamber intraocular lens) could not be implanted and an alternate iol was fixated in the sulcus.

Manufacturer narrative:
No samples were returned for eval; therefore, the condition of the product could not be verified and a lot number was not indicated for this complaint; therefore, the device history record (DHR) for the lot could not be reviewed for abnormalities that could have contributed to the complaint. Because a sample was not returned and no lot number was indicated for this complaint, the root cause cannot be determined. (B)(4).